Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/14/2021.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in "mild" peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as the patient does not always keep area clean when connecting or disconnecting. The patient was hospitalized on the same day as the event onset. Treatment for the event was not reported. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient outcome and action taken with pd therapy were unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.